Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery on september 11, 2014 a stryker system 6 drill was used with synthes devices. The tip of the synthes reamer head broke into 4 pieces in the femoral canal, all pieces were retrieved. The tip of the synthes flexible shaft did not break but wrapped around the reaming rod. Intraoperative x-rays were performed to confirm fragments but are unavailable. Surgery was completed successfully with approximately a 1 hour delay. This report is for an unknown reamer rod. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown reamer rod. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.